Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Case type = ngp. Customer returned pump for alleged no delivery/occlusion alarm - unknown timing, pump error 3, and pump error 54 on (B)(6) 2023. Pump passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump received with original battery cap. Verified the metal contact was detached from the battery cap. Successfully downloaded history files and traces using thus. No unexpected alarms noted during testing. Verified the pump alarmed pump error 54 (file number: 32122 and line number: 1421) on 02/18/2023 at time 07:48:11.000 due to software anomaly. Verified the pump alarmed pump error 3 on 02/18/2023 at time 07:48:13.000 due to hardware anomaly. Confirmed pump alarm insulin flow blocked alarm on 02/18/2023 at time 12:39:00.000 during basal, on 02/18/2023 at time 12:54:02.000 during bolus, on 02/18/2023 at time 12:55:45.000 during bolus, on 02/18/2023 at time 12:58:00.000 during basal, on 02/18/2023 at time 13:01:00.000 during basal, on 02/18/2023 at time 13:05:00.000 during basal, on 02/18/2023 at time 13:07:00.000 during basal, on 02/18/2023 at time 13:15:00.000 during basal, on 02/18/2023 at time 13:24:00.000 during basal, and on 02/18/2023 at time 13:31:01.000 during basal were all found in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage to the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, customers alleged no delivery/occlusion alarm - unknown timing was not confirmed. Pump passed full drive test. Pump error 3 was confirmed in the history files due to hardware anomaly. Pump error 54 was confirmed in the history due to software anomaly. Battery cap contact missing/damaged was confirmed due to detached metal contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had the insulin flow block alarm. It was also informed that the customer had pump error 3 and pump error 54. No harm reporting medical interventions was reported. Troubleshooting was performed by the customer. The customer will discontinue use of the pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.